Event description:
Amiodarone 450 mg/250 cc d5w hung at 0200 rate set at 17 cc/hr. Volume to be infused set at 200 cc. At 0600 noted bag almost empty, rate still at 17 cc/hr vti - 139 cc. No harm to patient.